Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the ipg site. As a result, surgical intervention was taken where the ipg was repositioned on (B)(6) 2019. Surgical intervention resolved the issue.